Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that the pump did not detect the filled cartridge during the load step and all the insulin pushed out of the cartridge. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
(B)(4): there were pump not primed warnings and no cartridge detected warnings observed in the black box. A rewind, load cartridge, and prime steps were performed successfully. A force sensor calibration test confirmed the sensor is detecting correct force. The pump was opened to investigate and there was a solder issue found on the force sensor component.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.